Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020 rtg0047120 (con): information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the therapy stopped workingall of a sudden in january of this year. The patient said that her urgency symptoms have returned. The patient said that she is able to connect and can adjust. However, said that even though she has increased it to the highest setting on all programs, she is not feeling stimulation and it is not helping with her bladder symptoms. The patient believes that it has to be replaced. It was recommended that they follow up with a healthcare professional. No further patient complications are anticipated or expected as a result of this event.